Event description:
This 44-yr-old female underwent a mastectomy for fibrocystic disease with implantation of silicone gel implants in 1986. The MFR of the implants is not known to this reporting facility as the procedure was done elsewhere. The pt presents with the right breast smaller than the left, and shooting pain down the right arm. A mammogram of 8/95 did not show a leakage. Gross exam: the right implant is intact. The left implant was found to have a 2 cm slit-like fenestration with extrusion of silicone gel-like material. Both capsules show fibrosis and chronic inflammation.